Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported stroke could not be determined. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for slurred speech and right sided weakness. A CT scan of the patient's head showed a left basal ganglia ischemic stroke. The patient's inr at the time of the event was 1.4. Tissue plasminogen activator was not given. The patient had not been taking any of his medication including anticoagulation due to symptoms of nausea and gastroesophageal reflux disease. On (B)(6) 2016, a repeat CT scan showed a transformation of the stroke to a left frontal lobe subarachnoid hemorrhage. The patient has residual right sided paralysis and was discharged to a rehabilitation center on (B)(6) 2016. It was also reported that the pump is functioning as intended and was stable throughout the patient's hospitalization.